Manufacturer narrative:
The exact date of device implantation is unknown. As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and cause injury and damages to the plaintiff.   Including, but not limited to, blood clots, clotting and partial occlusion of the veins, and recurrent dvt. As a direct and proximate result of these malfunction, the plaintiff suffered life-threatening injuries and damages, required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and cause injury and damages to the plaintiff.   Including, but not limited to, blood clots, clotting and partial occlusion of the veins, and recurrent dvt. As a direct and proximate result of these malfunction, the plaintiff suffered life-threatening injuries and damages, required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The indication for the filter placement was pulmonary embolism (pe) prophylaxis as the patient was contraindicated for long term anticoagulation use due to a history of hepatitis c and abnormal liver function tests. The patient also had a history of recurrent right lower extremity deep vein thrombosis (dvt). At the index procedure, the filter was successfully implanted below the renal veins and above the confluence of the iliac veins. A venogram demonstrated no evidence of caval thrombosis at the time of implant. The patient tolerated the procedure well and was sent to recovery in stable condition. It was initially reported that the filter malfunctioned and cause injury and damages to the patient including, but not limited to, blood clots, clotting and partial occlusion of the veins, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunction, the patient suffered life-threatening injuries and damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, pain, suffering and other damages. Additional information contained in the patient profile from (ppf) indicated that the patient has experienced blood clotting, inferior vena cava (ivc) occlusion, pain at the implant site and depression. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events or a device malfunction could be confirmed, nor is it possible to establish a relationship between the reported events and the device. Depression and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had groin pain, inferior vena cava (ivc) occlusion and depression. According to the medical records, the patient had a history of recurrent right lower extremity dvt, hepatitis c and abnormal liver function tests. The filter was therefore placed for pulmonary embolism (pe) prophylaxis as the patient was contraindicated for long term anticoagulation use. The filter was successfully placed below the renal veins and above the confluence of the iliac veins. The patient tolerated the procedure well and was sent to recovery in stable condition. Corrected data: (manufacturer name, city and state); (manufacturing site name and address).